Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, elevated capture threshold was detected on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported inadequate capture was not confirmed. Final analysis found the complete lead with a stylet was returned in one piece. X-ray and visual inspection found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found.